Event description:
It was reported the pt (B)(6) experiences heating from the charging wand resulting in occasional blistering. The pt reports that when charging, the wand is not in direct contact with the skin. In an effort to resolve this matter, a replacement charging system was issued to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.